Event description:
The device was returned as it was reported that the unit would not recognize the cassette and it was found out during self-test. The completed investigation confirmed the reported issue. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a bent microswitch was found causing it not to function properly when the consumable was inserted. The microswitch was replaced to fix the issue.